Event description:
Additional information was received that the closure of the access site between the inferior vena cava and abdominal aorta could not be achieved due to a problem with the occluder. Per the physician, the cause of death was unknown, but the valve could be ruled out as a contributing factor because the valve implantation went well. It was noted that the problem was with the closure of the access site, and the cause of death was possibly linked to patient fragility. Per the physician, the delivery catheter system (dcs) did not cause or contribute to the death, and a 22 french external sheath was used during the procedure.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the sheath used during the procedure was a non-medtronic sheath.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure with a 34 mm evolut pro+ valve via transcaval access, the valve was successfully implanted in the intended position with a satisfactory final result. Adequate closure of the transcaval access site between the inferior vena cava and the abdominal aorta could not be achieved at the end of the procedure. Multiple attempts to obtain hemostasis and prolonged resuscitative efforts were performed. The patient experienced hemodynamic collapse and subsequently died in the catheterization laboratory.

Manufacturer narrative:
Continuation of d10: product ID evproplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2026; product ID l-evprop34 (lot: 0013102619); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.